Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and a21 error test. No prime fill anomaly noted. No moisture damage was noted on the electronic assembly. All operating currents tested within the specification range and passed off no power test. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on the display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that her insulin pump would not prime and rewind after an infusion set change. Insulin had squirted out of the tubing during the priming process. The patient's blood glucose at the time of incident was 146 mg/dl. During troubleshooting the customer was unable to exit the "preparing to prime" loop. The customer held down the act button but did not receive a second series of beeps nor did numbers appear on the screen. The insulin pump will be returned for analysis.